Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned bone screw drill identified signs of use and confirmed the reported event that the device is fractured. Not all fractured pieces were returned. Dimensional analysis of the product determined that the product was conforming. Hardness test conforms to specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause changed and updated as a result of the product return analysis; the device has a potential field age of 13+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6 : mechanical (g04) - drill. Visual examination of the provided picture identified the snapped drill tip. The product has not been returned for further evaluation. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device snapped with drilling. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. The surgery was completed with a second device. Attempts have been made and all available information has been provided.